Event description:
Info rec'd from our affiliate. A pt purchased 3 boxes of 1-day acuvue contact lenses in 2006. The pt reported that after using lenses from 1 box, she experienced pain and foreign body sensation in right eye. On fifteen days later, the pt visited an ophthalmologist, and on the next day, the pt was hospitalized with the diagnosis of a corneal abscess in the right eye. The pt was treated with antibiotics. The pt was discharged on the following month, and was prescribed "eye drops and ointments." Info was rec'd from an attorney. Add'l info was requested, but not rec'd at this time. Device history review: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. There are no other complaints for this lot in our worldwide complaint database.

Manufacturer narrative:
Device labeling single use or reuse.